Event description:
It was reported that the patient complained of feeling intermittent chest stimulation. It was noted that the right ventricular lead impedance has been slowly rising since implant. The parameters setting were changed to alleviate the stimulation. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient complained of feeling intermittent chest stimulation. It was noted that the right ventricular lead impedance had been slowly rising since implant. The parameter settings were changed to alleviate the stimulation. The lead is still in use. It was further reported that the patient received multiple inappropriate shocks. It was noted that the lead had varying and high lead impedance and was oversensing due to a fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.